Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was unknown. The drive support cap was normal. The customer changed the set and reservoir, while doing the filling tubing insulin started to squirt out and received an alarm. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
There was a motor error alarm during the basic occlusion test due to faulty sensor resistor. Unable to confirm compromised force sensor alarm due to motor error alarm. No moisture damage on electronics and motor assembly noted.